Manufacturer narrative:
(B)(4).

Event description:
The customer reported that while performing a circulatory support system (css) console calibration, the left flow failed. The customer also reported that the problem was corrected by adjusting the potentiometer, and the css console passed calibration. The customer also reported that the css console was then connected to the patient in the operating room, and that the flows between the left ventricle (lv) and right ventricle (rv) were off by 2 liters. The customer also reported that the css console was recalibrated by the hospital clinical engineer and the right flow failed. The customer also reported that the patient was switched to a different css console without any patient impact. The css console was returned to syncardia for evaluation. The calibration failure reported in the field was repeated in the lab at syncardia. The failure of right flow was resolved by recalibrating the console's validyne printed circuit board (pcb). The root cause of the low right flow was the result of an attempt by the customer to calibrate the validyne pcb in the field without calibrated tools, which are not readily available. This failure mode posed a low risk to the patient because it did not prevent the css console from performing its life-sustaining functions. The css console was serviced, which included the replacement of the vacuum knob lock. The css console met the test acceptance criteria and the css console was released to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
The css console will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.

Event description:
The customer reported that while performing a circulatory support system (css) console calibration, the left flow failed. The customer also reported that the problem was corrected by adjusting the potentiometer, and the css console passed calibration. The customer also reported that the css console was then connected to the pt in the operating room, and that the flows between the lv and the rv were off by 2 liters. The customer also reported that the pt was switched to a different css console without any pt impact.